Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the system was randomly rebooting and the keyboard was not working. A field service engineer discovered that the backup battery was no longer current and proceeded to replace it. Additionally, the engineer reseated the keyboard at the docking station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system was continuously restarting and that the keyboard was non-functional. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.